Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain with essure') in an adult female patient who had essure (batch no. C18711) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic prolapse ("apical prolapse stage ii"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage and pelvic prolapse outcome was unknown. The reporter considered pelvic pain, pelvic prolapse and uterine haemorrhage to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain with essure'). In an adult female patient who had essure (batch no. C18711) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and pelvic prolapse ("apical prolapse stage ii"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage and pelvic prolapse outcome was unknown. The reporter considered pelvic pain, pelvic prolapse and uterine haemorrhage to be related to essure. Batch no: c18711, production date: 2014-01-29, expiration date: 2017-01-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020, quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.